Manufacturer narrative:
Updated information: h6 med dev prob code added a150202 back.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The cause of the positioning issue could not be determined. The cause of the false alarms could not be determined since neither product nor logs were returned for investigation.

Manufacturer narrative:
Updated information: d3 MFR fax number added. H6 med dev prob code removed a150202, a0709.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced an impella in aorta alarm. The pump was found to be positioned deep so the pump was repositioned. Intermittent alarms recurred a few hours later and the p level of the pump could not be increased over 4 without additional alarming. The patient was in stable condition.

Manufacturer narrative:
A6 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Health effect impact code was revised and code f1904 was removed.